Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 38 mg/dl while wearing the pod between 24 and 36 hours. The patient was treated with intravenous dextrose 50% solution. The patient was released the following day. The pod was removed at the hospital.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. There are safety mechanisms within the device that prevent the over delivery of insulin. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin. The download data from the pod showed that an 0x1c alarm had been generated by the pod, indicating that it reached its expiration time of 80 hours.